Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The cause of the valve embolization is not completely known as the devices were not returned for evaluation, images were not provided and information is limited.  However, the embolization may be due to patient factors (congenital heart defects, tortuosity) and or procedural factors (device manipulation).     The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during the implant of a 29 mm sapien xt valve in the pulmonic position balloon inflation started distally and it was not possible to keep the delivery system in position, resulting in the valve embolizing almost instantly towards the right pulmonary artery. Despite many attempts to ¿block¿ the valve in the distal part of the stent, the procedure was converted to an open procedure. The stents and migrated valve were successfully explanted and a 21 biological surgical valve was implanted and the rvot reconstructed with a pericardial patch. The patient is currently stable in the ICU. To be noted, the landing zone for the valve was very short and the proximal (rvot) and distal (pulmonary artery bifurcation) zones were extremely dilated. Additionally, due to the patient¿s tortuous anatomy the decision was made to retract the sheath in the ivc, exposing the delivery system balloon with valve, then crossing the tricuspid valve and rvot to get to the intended deployment zone.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-00361.